Event description:
It was reported that the catheter was revised. The system was used to infuse baclofen. No further information was reported.

Event description:
It was reported that the patient was not experiencing adequate spasticity relief. The healthcare provider (hcp) wanted to place the catheter high in the intrathecal space. The spinal segment of the catheter was replaced. A bolus was run through the disconnected pump segment to verify flow. The device system was reported to deliver gablofen. It was later reported that the patient experienced lack of effect and there was a catheter migration/dislodgement at the distal segment. The patient was hospitalized. The patient outcome was reported as no injury. The device system was reported to deliver lioresal.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).